Manufacturer narrative:
Visual inspection and optical fiber analysis was performed on the returned device. The reported activation failure and no display/image were unable to be confirmed, due to crystallized contrast preventing functional testing. An optical fiber test was performed which revealed the optical fiber was fractured in the proximal region. Additionally, the proximal marker band was noted to have been shifted distally and the bond which holds the marker band in place was observed to be broken. The lot history record (lhr) and the complaint corrective and preventative actions (CAPA) were reviewed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific quality issue. Based on the information received and analysis of the returned device, the investigation determined that the reported activation failure and no display/image problems appear to be related to circumstances of the procedure. It is likely that challenging anatomical conditions caused difficulty for the dragonfly and may have resulted in inadvertent damage to the dragonfly. Furthermore, the noted optical fiber break likely caused the reported activation failure and imaging issues. Additionally, it is likely that the catheter was stretched, causing the diameter of the window tube to be reduced and the bond between the marker band and the window tube to be broken. Furthermore, the noted proximal marker band shift is an expected failure when the catheter is placed under high amounts of tension and is monitored during manufacturing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during use, the dragonfly opstar imaging catheter failed during the initial pullback, no image was displayed. Intravascular ultrasound was used to complete the procedure. There were no patient effects and no clinically significant delay during the procedure. Return device analysis observed the adhesive bond which holds the marker band in place was observed to be broken. No additional information was provided.